Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the right atrial (ra) lead connected to this pacemaker, triggered an alert for an out of range pace impedance. There were stored atrial episodes, due to noise oversensing. Pace impedances were tested in bipolar configuration and were fine. During testing some pauses were noted on the surface of the right ventricular (rv) lead and this continued to occur. The length of the pauses were unknown. Threshold and impedances were stable. Noise could not be recreated. The device was programmed to sense only in both other manufacturer's ra and rv leads and the patient was scheduled for an x-ray. This patient is pacemaker dependent; however no symptoms or adverse events were experienced. Additional information indicated that the device and leads were recently replaced. No additional adverse patient effects were reported.